Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a normal follow-up visit gradual increasing shock impedance measurements for the right ventricular (rv) lead were observed. The current measurement was 122 ohms. Review of the stored data found two out of range measurements of 128 to 130 ohms. No noise was seen or produced during in-office testing and pacing impedance measurements were within normal limits. Fibrosis of the lead was suspected to be the cause of the increased shock impedances. The implantable cardioverter defibrillator (ICD) was noted to have an estimated one year battery remaining, so at this time the physician plans to wait to test the integrity of the lead at the normal device change out procedure. The rv lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a normal follow-up visit gradual increasing shock impedance measurements for the right ventricular (rv) lead were observed. The current measurement was 122 ohms. Review of the stored data found two out of range measurements of 128 to 130 ohms. No noise was seen or produced during in-office testing and pacing impedance measurements were within normal limits. Fibrosis of the lead was suspected to be the cause of the increased shock impedances. The implantable cardioverter defibrillator (ICD) was noted to have an estimated one year battery remaining, so at this time the physician plans to wait to test the integrity of the lead at the normal device change out procedure. The rv lead remains in service and no adverse effects were reported. Additional information was received that the patient underwent a non-invasive programmed stimulation (nips) procedure. The impedance measurement with a 1.1 joule shock was 91 ohms and the shock impedance with a 41 joule shock was 90 ohms. The physician opted to continue to monitor the patient at the regular scheduled follow-up visits and via the remote home monitoring system. The rv lead remains in service and no additional adverse effects were reported.